Event description:
Thursday, (B)(6) 2025. I had arrived at my child's school (B)(6) just around 10:30am. I waited in my car till almost 11:45am when I felt pain in my right buttock. It was mild but it came on like a shock then stopped and then started again. My child entered the car and the pain got worse. I then felt as though I was getting electrocuted coming on and stopping. The pain intensified to where I could no longer sit, stand, crouch over, hunched over, etc. I was at the point of serve tears and pain, my head ready to explode. While driving I had my child call medtronic's and let them know what's going on. I really believed it was bladder neurostim that was malfunctioning and mis firing. All the rep could do was give my child 2 numbers for the ER (emergency room) and have me go to the ER. I arrived at the ER around 12:45pm/1pm. Signed it. I had been recharging the device so I could see if there was something I could do about it. Around 2:30pm I was able to get the bladder neurostim on and communicating with the device in my back it showed it was on which should have not happened. I turned it off and within 2 minutes I was getting electrocuted again and saw it was still on. Therapy finally turned off and not more pain or electric feeling. Waited to see if it really stopped but kept charging the whole device. 2 years ago I was advice that the battery was dying and tried to change therapy but did not help turned device off completely. Even after hours later of me being checked in and the device was off again after 2 more attempts my ekgs (electrocardiograms) still showed no improvement and were the same. I was discharged and sent home. Let's not forget my bloodwork and urine showed abnormalities. No meds to go home. They offered me morphine or tylenol I honestly did not care what they tried to give me for pain. The nurse came back and gave me hydrocodone 7.25mg which did nothing for the chest pain I started to fill. Cause they did the 2nd EKG (electrocardiogram) on me and no changes from the 1st EKG. The medtronic's guy named (B)(4) called me (B)(4) around 5:39pm and spoke with me and said he had to get in touch with the tech department because he has never heard of this happening to anyone. The tech people were gone for the day, so he called me friday morning, and the tech people said the same. They recommended I get the device out and send it to them to analyze the device. Well, I told them also that I no longer have a job and my income is gone. I am trying to get on states insurance and when and if I do get it the only doctor that will see me is at regional one and he diss missed me totally as a patient and for all my needs. The doctor they said was (B)(6) and medtronic's said he is more familiar with the neurostim now. After I had processed everything over the last 2 days, I did my own research about medtronic's balder neurostim. There's recalls and malfunctioning and people had their device replaced or fixed. If this is all true, why in the world did medtronic's not report this to their patients. I have an older model that was placed in (B)(6) 2019. I have sleep apnea and when phillip's respironics had a recall, they told me to help fix the issues for now. Not even an hour or so after leaving the ER I had chest pain, my face rose red, warm to the touch, headache. I did not return to the ER as I should have. I waited till around 5:30pm to come back the (B)(6) ER. Labored breathing, chest pain like someone sitting on it leaving an indention where my heart sits, headache, mild cough, extremely tired. The ER did everything I guess they could do. The EKG was back to normal, however they ran a d-dimer test, and it was high. They did a contract dye CT (computed tomography) scan on me which I am allergic to. And I did not find any blood clots. The doctor on staff at the time was great he understood his assignment. He told me to follow up with a cardio doctor and get a stress test done. Here I am still hurting my chest. Sinus tachycardia, right atrial enlargement, poor r-wave progression, changes may be from lead placement error can't rule out anterior infarct, age undetermined. 2nf ECG no significant change was found. Rbc - 16.4, rbc - 6, hemoglobin - 17.4, hematocrit - 50.7, mpv - 11, absolute neutrophil - 14.1, absolute monocyte - .68, absolute eosinophil - .01, absolute immature g - .07, neutrophil % -85.8, lymphocyte % - 9.5. Bun/creatinine - 14.3, calcium - 11, protein total - 8.6. Blood ua - trace, bacteria ua - 402.1, calcium - 10.3, rbc - 5.83, hemoglobin - 16.7, hematocrit - 48.4, absolute monocyte - .66, absolute immature granulocytes - 0.04, monocyte percent - 6.9. There was several things done at the time of both visits to the ER and I can provided records. I feel as though I have been electrocuted and my heart now has become a problem and may cause further problems for me in the future which may not help me be able to work. I am monitoring closely cause the pain in my chest won't go away and it has been going on 3 days now as I am filling this form out. Medtronics has advise I get surgery to remove it and send it to them, but honestly I can't afford surgery as I lost my job over a week ago and just got an interview and accepted a new job lower pay and hours not what I was getting at old job. Lost insurance through old job and awaiting to see about states insurance.